Event description:
Implant card received noting that the patient underwent a battery replacement. The explanted generator has not been received by product analysis to date.

Event description:
Product analysis was completed on the returned generator. There was no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
The suspect generator was received, and product analysis is underway.

Event description:
Additional information received noting that the following troubleshooting steps were tired: batteries check, emi sources moved away, batteries replaced, hard reset both tablet and wand, placement over generator + rotated device 45 degrees. But despite troubleshooting the device could not be interrogated.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen in clinic and their device could not be interrogated. Multiple wands and tablets, which all worked on other patients, were tried but the interrogation was still unsuccessful. The last known battery status was ok on (B)(6) 2024. The physician assistant is questioning why the device only lasted less than 3 years. No other relevant information has been received to date.